Event description:
It was reported that during the removal of the right ventricular (rv) lead, the temporary pacing lead dislodged. The lead was repositioned and later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: lead competitor, (B)(6) 1997; lead competitor, (B)(6) 1997. (B)(4).